Event description:
During the evaluation of a spectrum pump, constant false downstream occlusion alarms were experienced. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation found the device out of specification with respect to the false downstream occlusion alarms. The alarms were experienced during testing and the evaluation of the device caused by a field downstream sensor. The downstream sensor was re-calibrated.